Manufacturer narrative:
G4: 09jan2020. B4: 09jan2020. H11: after further investigation from the customer , customer states there was no dim display on this unit. Complaint determined as a non-complaint. The available information does not meet the definition of a complaint. There is no allegation of the device not meeting its performance specifications, or otherwise perform as intended. There is also no claim made in the labeling of the device either. Furthermore, device evaluation did not reveal any abnormality, the unit was found operating within specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reported display was getting dim. There was no patient involvement.

Manufacturer narrative:
Report sent: (B)(6) 2019. After further investigation, the nav-ring not working does not affect the functionality of the ventilator. Unit will continue to function and ventilate the patient. The touch screen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touch screen). The device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. After further investigation, it was determined that this complaint is not reportable. The issue was due to a dim display. Display only, device performance is not affected. Device will continue to function and ventilate the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.